Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, the screw holding the impaction pad to the handle kept backing out requiring it to be screwed back in. There was no impact to the patient.

Event description:
No additional information received.

Manufacturer narrative:
The complaint was unable to be confirmed as no product was returned; visual and dimensional evaluations could not be performed. Review of device history records could not be performed because lot identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.